Event description:
It was reported that the ilet bionic pancreas sleep/wake button was unresponsive to touch, with no vibration feedback and inconsistent activation, and that standard troubleshooting steps were performed including precise tapping, prolonged press, charging verification with visible lock screen, cleaning, case removal, idle retry, and user education; the device ultimately required replacement due to continued button malfunction. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included shipment of a replacement device, completion of troubleshooting and education, and continued use of cgm separately as needed. Investigation included device history and user troubleshooting review, including video evidence of failed wake button actuation. Investigation of this device was confirmed and revealed a malfunction of the sleep/wake button consistent with a mechanical or interface failure of the device¿s user interface component, with the remainder of device functions appearing intact when charged. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure consistent with wear or defect of the sleep/wake button assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."